Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was slower to rewind and scratches on scree which somewhat makes difficult to read. Customer's blood glucose value unknown. Troubleshooting was not performed. The device will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratches on lcd display window noted. Device passed displacement test and rewind test.